Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electrical surgical unit (iesu) was received by intuitive surgical, inc. (Isi) and analyzed by failure analysis. The iesu unit was placed on an in-house system and was run in normal mode. The reported error of c-34 was reproduced. The root cause of this failure is associated with an electrical component failure.

Manufacturer narrative:
Based on the claim against the product by the customer noting a persistent error fault on the generator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse rebooted the system but could not solve the issue. The fse confirmed that the issue was with the power cable and iesu. After replacement, the system was tested and verified as ready for use. The power cable is a field scrap item and will not be returning to isi for further investigation. The iesu was received; however, failure analysis is currently ongoing. The complaint was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure using a dual surgeon console (ssc) setup, the integrated electrosurgical unit (iesu) had an error code c-34. The customer reseated the cautery cord, power cycled the iesu, and replaced the cautery cord but the issue persisted. The customer received phone support from a technical service engineer (tse). The tse guided the customer to check the iesu settings, the customer changed the effect from 5 to 6, and power limitation was changed to 55w but there was no improvement. The tse guided the customer to change to another energy device, but the customer was unable to find the activation cable. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was continued using an external generator with no reported injury.